Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported problem and replaced universal surgical manipulator (usm) 1 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was tested on an in-house system, it failed normal mode as it triggered a 23094 error. Remote fe logged errors 23094, 23118, 23068 & 23069 pointing to axis 2. When the pit printed circuit assembly (pca) flat flex cable was replaced, the error was still there. When the pitch chipencoder virtual absolute (cva) pca was replaced with a golden one, error 23094 went away. When the original pitch cva re-installed, error 23094 came back. The unit went through more testing on a patient side cart (psc) fixture test platform, and it passed all required tests, except pitch friction.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, multiple recoverable faults occurred on universal surgical manipulator (usm) 1. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed the occurrence of encoder error 23094. The tse asked customer if any troubleshooting steps were performed such as power-cycling; the caller informed that a hard power-cycle had been performed however the issue persisted. It was confirmed that the staff completed case with 3 usms. The procedure was completed with no reported injury.